Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose value was 218 mg/dl at the time of incident. Customer reports they did not hear the differences between the two audio beep volume. Customer assisted with troubleshooting and reported that the insulin pump had insulin flow blocked alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.